Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. According to the patient, on (B)(6) 2025, she was on vacation when the wearable ¿failed¿ before completing the 10-day session "due to inaccurate readings." The patient was feeling unwell and had to go to the hospital and was treated with insulin. At the time of the report the patient was still in the hospital. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2025-157581 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.